Event description:
It was initially reported that there coupling issues with the patient¿s implantable neurostimulator (ins) and an overdischarged (od) condition was suspected due to patient compliance issues (had not charged the device in 2 years). It was noted that the patient had not used the ins therapy much and had not charged in a month. Follow up information received on (B)(4) 2010 reported that 4 attempts to revive the device from the overdischarge state were unsuccessful. The patient¿s physician was considering replacing the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v032070, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).